Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a system replacement procedure and was doing well post operatively. The explanted device components will not be returned as they were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately for the past year. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 20528590.